Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) wanted to know if there was any activity on the device because they experienced a syncopal episode after pulling over on the side of the road while driving. It was noted that the patient had a recent medication switch. Technical services (ts) referred the patient to their physician. This crt-d remains in service and no additional adverse patient effects were reported.